Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: catheter. Analysis found the catheter body was torn/broken/melted at or after explant, and it did not affect infusion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 20-sep-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the implantable drug infusion device. The drug being delivered was 750 mcg fentanyl at 150 mcg/day. The reason for use was not reported. It was reported that the patient was having severe headaches following implant on (B)(6) 2020, a blood patch was performed that worked for a few days. But then headache returned and it was assumed to be a result of csf leak. Environmental/external/patient factors that may have led or contributed to the issue included during implant the spinal needle was inserted and no csf came back despite confirmation from fluoro of proper place. He retreated the needle and then went in again at a different level and csf was flowing. Troubleshooting included the doctor did an exploratory surgery on (B)(6) 2020 to find source of the leak. We were unable to observe leaking csf in the pocket. So, the doctor decided to explant the spinal portion and then put in a new spinal catheter. Also, during exploration the doctor noticed what appeared to be a potential tear in the catheter where it was anchored. It was unknown if the issue was resolved at the time of the report. The rep was in possession of the device and it would be returned to the manufacturer for analysis. There were no further complications reported/anticipated.